Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 5 mg/ml at a dose of 0.25 mg/day via an implantable pump. The lot number, concomitant medications, medical history, and implant date were not obtainable. The diagnosis for use was for failed back. It was reported that the patient was treated with a very slow dose of morphine 0.25mg/day but suddenly the patient complained about strong and persistent pain. The physician had suspected that the problem was the pump, suspected pump stall, as he did not trust the pump as he had in the past. Reportedly, the patient had never heard a critical alarm and there was no stall in the logs. It was just a decision of the physician who wanted to change the pump and "no technical". In regards to pump logs the representative reported the pump was returned. The event date was reported as approximately (B)(6) 2016 and the event context was reported as "during procedure". The environmental, external, or patient factors which may have led or contributed to the event was reported as a disruption in pain. There was no report of any diagnostic testing or troubleshooting. Interventions and actions taken were the replacement of the pump. It was unknown if the issue was resolved at the time of the initial report of the information. At the time of the report the patient's status was reported as alive-no injury and it was unknown if the issue was resolved. It was later reported that after the revision the patient seemed fine but "we should wait for longer."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.